Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." The following section could not be completed with the limited information provided: date implanted - unknown. This report is number 2 of 4 mdrs filed for this event (reference 1825034-2013-00407 / 00410).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed (B)(6) 2013 due to infection, the cup, head, liner and stem were removed and replaced with stage one select spacer molds.